Event description:
The customer called to report motor error alarms. The displacement test was performed and the insulin pump failed the test. The customer also reported, a blood glucose reading of 389 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.